Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was returned for evaluation. Therefore, the investigation is inconclusive for obstruction of flow and resistance to infuse. Based on the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 8716001 implantable port allegedly experienced resistance to infuse. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The weight and age of female patient were not provided.

Manufacturer narrative:
For the reported complaint, the devices were returned to bd and evaluated. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 8716001 implantable port allegedly experienced obstruction of flow. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The weight and age of female patient were not provided.